Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming pulse testing. The cause of the pulse test failure is a defective r96 resistor. The resistor was reading out of tolerance. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the defective resistor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.